Event description:
Adverse event: "pt impact unk" (no known impact or consequence to pt). Product problem: "handpiece not cutting properly" (failure to cut). A customer reported the vitrectomy handpiece was not cutting properly. Pt impact is unk. Several attempts to retrieve additional information have been made but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4)